Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Mrh bushings, sleeve, neutral bumper, mrh tibial insert, and mrh tibial rotating component were implanted. Update: the reason for the revision was the surgeon suspected that the patient had a possible infection. The surgeon performed an irrigation and debridement after which he proceeded to change the polyethylene components as well as the rotating component.